Event description:
The customer reported to baxter (B)(4) of a no flow occurring at the drip chamber to the tubing. The process step in which this reported condition occurred is prior to patient use. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer sent in an actual sample for evaluation. The sample was tested with a solution and it was confirmed that there was no flow between the drip chamber and the pvc tubing. As a result of visual inspection, it was seen that the flow way of the drip chamber was blocked with cyclohex. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.